Event description:
Reporter stated that the surgeon had inserted a single piece collamer intraocular lens model cc420bf into the patient's eye and notieced the lens was torn, so the surgeon cut the lens in half to remove it and replaced with another lens. No patient injury.